Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patient was complaining of kidney pain and fever and was diagnosed with intermittent uti (urinary tract infection). The patient was prescribed with antibiotics which didn't seem to help. The physician believed that the infection was related to a previous revision (MFR. Report no. 3006630150-2020-00120) and confirmed that it was not device related. A CT (computed tomography) scan was taken later on and revealed that there were no signs of infection. The patient was sent to a urologist for further diagnostics.